Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The unit was tested and verified with staff. The issue could not be duplicated. There was a minor padding correction otherwise the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the rt took an ap and lateral image, but when they attempted to take a 3d scan the mobile view station (mvs) became unresponsive, the pendant said initialization please wait, and the lights on the gantry were blinking. The site rebooted the imaging system with the umbilical cable disconnected and then reconnected on boot-up. The system worked when they did this work-flow. They had to do this for all 3 spins during the case, causing an hour delay. There was no impact on patient outcome.